Event description:
This medwatch is being submitted to report reinfusion of hemolyzed blood as indicated by discolored urine. In 2005, the autopheresis-c machine gave a hemoglobin detect message as "ck for plasmaline hb" alarm. The donor room supervisor inspected the disposable set. She noted pink-color plasma in the plasma line of the disposable set and in the plasma collection bottle. She also inspected the disposable kit for the presence of kinks or any other conditions. Since no kit issues were noted, the procedure was resumed and the red blood cells contained in the reservoir were in-fused to the donor. Shortly after resuming the procedure, a second hemoglobin detect alarm was noted. At this time red color plasma was noted in the plasma line of the disposable set. The plasma bottle was removed to observe the plasma color, which was also red. The red blood cells contained in the reservoir were inadvertently re-infused to the donor and one bag of 500 ml normal saline was also administered to the donor. The donor was disconnected from the plasmapheresis machine and the donor room supervisor indicated that the donor left the facility in good condition and no problems were noted at that time. After leaving the premises, the donor contacted the center to report to the donor room floor supervisor that he had "blood in the urine." Four days later, the donor returned to the center and reported that he only had one episode of discolored urine and had no additional complaints. Therefore, he did not seek medical attention.